Event description:
It was reported that the procedure was cancelled. The farastar generator was selected for use. During the procedure an error 201 was displayed. Cycling the system did not solve the issue. As the error was unable to be resolved, the procedure was cancelled. No patient complications were reported. The device has been returned and analysis is in progress.

Manufacturer narrative:
Field service farastar troubleshooting was completed. System switched on, no errors during self-test. Sd card removed, logs read. Errors 301 and 303 found, which lead to error 305. Hv power board replaced due to error 305. Hv master board not replaced. If problems with error 305 occur again, the system must be replaced. Safety check with functional test and electrical safety test carried out. System fully functional and ready for use. The generator error log was reviewed. No x201 errors were recorded for the reported event date. Errors x301, x303 and x305 were, however, found for the reported event date. The returned farastar hv power pcba was inspected for damage and defects. No physical damage or major visual defects were observed. The first stage fets, second stage igbts and rectification diodes on the returned farastar hv power pcba were checked for diode integrity with no issues found. The returned farastar hv power pcba was installed in a known good generator for functional testing. The generator was powered and passed post with no issues. A set of 10 ablations was performed with no issues or unexpected behaviors observed. Analysis of the returned farastar hv power pcba did not reveal any defects and the reported x201 error could not be reproduced. Based on all the available information, the cause of the reported system errors could not be reproduced. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event.

Manufacturer narrative:
This product upn is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the procedure was cancelled. The farastar generator was selected for use. During the procedure an error 201 was displayed. Cycling the system did not solve the issue. As the error was unable to be resolved, the procedure was cancelled. No patient complications were reported. The device is going to be returned for laboratory analysis.